Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a demonstration during a non-clinical activity, the flow sensor was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician observed that the flow sensor connector housing was broken. The sensor functioned normally during testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.